Event description:
A user facility reported that a patient experienced a burn on the left infraorbital area during an thermage flx eye treatment. A burning sound was also heard during the last 100 reps of the treatment. Redness appeared immediately after treatment. The patient reported scab formation 2 days later. For this procedure, genteal eye lubrication was used. The patient was not administered any pain medication or placed under anesthesia. Fusidic acid cream with hydrocortisone, and stratamed were provided to the patient for relief. The patient''s current status is reported as multiple tiny scabs noted over the burn mark on the left infraorbital area. Permanent damage or scarring seems unlikely but there is a risk for hyperpigmentation or hypopigmentation. No other treatments (besides thermage) being performed in same area where symptoms were reported, nor has the patient undergone any other treatments in the same symptom area within the past 30 days. The incident occurred at about 350 reps with the highest energy level at 2.0. A radiofrequency power error occurred during treatment. Solta medical cryogen and 1/2 bottle of coupling fluid were used during this treatment. The treatment tip surface was inspected prior to use and during the treatment at about every 50-80 pulses. Nothing unusual was reported regarding the tip. This treatment tip was used prior to treatment for over 100 pulses. No photographs were available for review.

Manufacturer narrative:
The datacard and tip were returned for evaluation. Evaluation of the datacard log found no issues related to this event. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. The datacard log results did not confirm customer''s report of the radiofrequency error that was reported to have occurred during this procedure. Based on the evaluation of the data, the handpiece and the system performed as expected. The treatment tip was also evaluated and passed the leak and thermistor tests. The tip passed visual inspection as no dents, scratches, blemishes, or dielectric membrane breakdown were observed. Functional testing was unable to be performed due to the tip being expired and used up. Service was also unable to confirm any damage to the tip that would have resulted in a burning sound. Service was unable to verify customer complaint. According to the thermage flx user manual, burns and redness are known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, burns and redness are a known possible side effect during a thermage flx treatment. No corrective action is necessary at this time.